Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 07/2024. Device pending return.

Event description:
It was reported that during a stent placement procedure, the end of the sheath was allegedly detached. It was further reported that the metallic part remained in the patient and "floating" in the artery. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure, the end of the sheath was allegedly detached. It was further reported that the metallic part remained in the patient and "floating" in the artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition with activated deployment mechanism and without stent; the inner catheter was found broken, and the distal end of the inner catheter including tip was missing. The disposition of the broken end of the inner catheter is unknown. The investigation leads to confirmed result for inner catheter break. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regard to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. In regard to insertion/ removal difficulty the instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 07/2024), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.